Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. During evaluation of the device to determine root cause, it was discovered that the customer replaced the pace/defib engine board. As a result of the customer's attemped repair, root cause could not be firmly established. The suspect pace/defib engine board was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the during biomed testing, the device had an unknown defibrillation error. Complainant indicated that there was no patient involvement in the reported malfunction.